Event description:
The facility representative contacted baxter to report an infusor in which there was an intermittent constant alarm while the device was infusing. The event occurred in the operating room. There was no adverse event, patient injury or medical intervention associated with this report. The event occurred during programming/set-up. There is no further information associated with this report.

Manufacturer narrative:
(B)(4). A follow-up medwatch report will be submitted when the evaluation results or if additional information becomes available.

Manufacturer narrative:
(B)(4). Device evaluation: the reported condition was confirmed but not duplicated. The assignable cause was a faulty mpu (microprocessing unit) board. The mpu board has been replaced. Additional: a service history review revealed that this device was not previously serviced prior to this event. Baxter performed a device history review and there were no exceptions associated with the manufacture of this product.

Manufacturer narrative:
(B)(4). Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required. Should additional information be received, a follow-up medwatch will be submitted.